Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event.

Event description:
It was reported that the battery indicator of the cardiosave intra-aortic balloon pump (iabp) was not functioning. It is unknown under which circumstance this event occurred and whether there was patient involvement. However, no adverse event was reported.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp. A getinge field service engineer (fse) followed up with the customer via telephone and was advised that the customer resolved the issue on their own. There was a connection issue. The customer initially reported that the issue was with the battery indicator on the cart not functioning. However, there was a simple disconnect between the console & the cart. The console was removed & reinserted into the cart; the batteries began charging and the led indicators were functioning correctly. The resolved the reported issue.

Event description:
It was reported that the battery indicator of the cardiosave intra-aortic balloon pump (iabp) was not functioning. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.